Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to reporter during a nissen fundoplication procedure, the device loaded properly but wouldn't close on needle; a new device was opened to remedy the problem. There was an issue with the green toggle buttons. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity.